Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result(s). Invalid test result. The user reported that their test cassette did not produce a control (ctl) line. They stated that their solution came out viscous and didn't saturate the test strip completely by 15 minutes. They confirmed that they'd thrown away all of the test kit contents prior to contacting acon so they're unable to provide any lot number or expiration date.